Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was observed a missing lens (dose window) and scratches on the shell of the inpen.

Event description:
Customer reported via phone call that the insulin pen dose knob has trouble dialing up past 4.5 units. During troubleshooting, customer detached the cartridge and dialed up to 4.0 units, but the dose button was hard to press and the screw barely moved forward. No harm requiring medical intervention was reported. The device was returned for analysis